Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that during surgery, the system displayed a system message which precluded continuing the surgery. The pt was transferred to another surgical room and the surgery was completed with a different system. No harm to the pt was reported.